Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose over 400 mg/dl, with nausea and extreme thirst. During troubleshooting, it was noted that when the battery was removed for less than 24 hours, the time/date reset to the factory default settings. The time/date issue is not being reported based on the following: the issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hyperglycemia.